Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent an explant procedure. The physician did not suspect device malfunction.

Manufacturer narrative:
Sc-1132/(B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent an explant procedure. The physician did not suspect device malfunction.